Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a prismaflex machine equipped with a prismaflex sepxiris set 150. The blood pump was noisy, and it was reported that the cassette "was removed slightly to deal with the reported abnormal noise "and consequently the cassette came off the fluid pump, causing blood backflow from the venous chamber. Treatment was discontinued and the circuit blood was returned to the patient. It was further reported that the patient¿s blood pressure ¿dropped from 100 to 80mmhg¿. The patient was administered albumin. It was also alleged that ¿blood transfusions were performed twice to the patient¿. No additional information was available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on-site by a qualified technician. It was found that the rotor mounting screw was rotating eccentrically in a slightly loose state, and a slight discoloration and hardening trend of the rotor damper was confirmed. The reported condition of "abnormal noise" was verified. The blood pump rotor was replaced, and the noise was resolved. The cause of the condition was determined to be a worn blood pump rotor. The machine was returned to service without any additional events reported. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.